Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart alarm anomalies noted. No damage on the lcd isolation tape noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm after a battery change. Customer's blood glucose at the time of the incident was 58 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is expected to return.